Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with backlight anomaly. Backlight turn on pressing the express button due to a short on the lcd driver board. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the insulin pump had keypad issues. The blood glucose reading was 311 mg/dl. The customer stated that when she would press the b button, the backlight of the device would turn on. She stated that when she pressed the act button, the insulin pump would go to the easy bolus screen. She reported that the issue occurred the night prior and in the morning. She stated that she had an infection unrelated to the device but advised that she tended to have high blood glucose due to her medication. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. She declined troubleshooting for high blood glucose levels. Nothing further reported.